Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. Postoperatively, the patient has effective therapy.